Event description:
Additional information received indicates the ipg was replaced to address this issue.

Manufacturer narrative:
A4 - patient weight is estimated.

Manufacturer narrative:
A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. The device was not returned for analysis; however, data logs was received. Analysis of the record shows that the system was unable to successfully establish a connection with the clinician programmer. Actions have been taken to prevent reoccurrence.

Manufacturer narrative:
The reported event for inoperable ipg was confirmed. It was determined the device was running the service application software. Per event details, the patient lost therapy and was unable to communicate with the ipg. The patient did not report having any procedures prior to no ipg communication. Since the device entered the service app state on (B)(6)2021, and the patient didn't report an unrelated procedure, it is inconclusive what caused the service app condition. Since the device had a crc error, functional testing could not be performed, and a more thorough analysis could not be performed.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported that the patient's ipg stopped communicating with external devices. A manufacturer representative met with the patient and attempted to troubleshoot to establish a connection. The ipg would not connect and it was deemed inoperable. As a result, surgical intervention may take place at a later date to address the issue.